Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient was hospitalized in dka with a blood glucose level greater than 600 mg/dl. The patient suffered the symptoms of sluggishness and vomiting. The patient reported obtaining frequent occlusion alarms with the insulin pump. During the troubleshooting telephone call, it was determined the infusion set tubing and cartridge may have been blocked, and it was difficult to perform a manual prime. The issue was not resolved with troubleshooting. The patient's physician requested the pump be replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia and he was admitted to the hospital in dka after the pump occlusion issues occurred. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box and alarm history review shows numerous 145 occlusion alarms due to a high force on the reported failure date. All total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. Pump powers up normally, performed ez-prime steps successfully. The pump was exercised for 24 hours with no alarms duplicated. The force sensor calibration reading is within specifications. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump to investigate, no damage was found to the force sensor or on the power circuits.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.